Event description:
R cfa with 4fr micro puncture kit. Introducer exchanged for 6fr x 11cm pinnacle sheath over the crosslead pro .035 x 300cm., .035 x 90 cm and a 5fr sos reverse curve catheter was used to access over the bifurcation. Crosslead wire was advanced down the left common iliac, through the left external iliac into the left superficial femoral artery. 5fr sos catheter was removed and 6fr x 65cm cook sheath was inserted then a .035 x 90cm straight tip trailblazer was advanced over the bifurcation into the left common femoral artery. Upon trying to remove the crosslead, there was a lot of resistance pulling the wire back. Once the wire was out of the catheter, they noticed the integrity of the wire was compromised. No issues prior to the trailblazer being used. It was a successful procedure.